Event description:
It was reported that a patient was experiencing an increase in seizures. It was questioned if the patient's generator was depleted, but the patient had not seen a physician and did not have recent diagnostics to provide a battery status. It is unknown if the increase in seizures was above or below the patient's pre-vns baseline seizure frequency. No intervention has been taken regarding the increased seizures to date.

Manufacturer narrative:
Ate of event, corrected date: initial report inadvertently listed wrong event date.